Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00105 on 30-mar-2023. Additional information (07-jun-2023): siemens further evaluated the incident and determined that the customer used codabar symbology on the atellica sample handler prime, which is disabled by default. Siemens labeling recommends using code 128 in accordance with clinical and laboratory standards institute (clsi) approved standards, which indicates that codabar symbology should be replaced with code 128 before december 31, 2003. The customer's use of the codabar symbology did not follow siemens labeling and clsi approved standards and this contributed to the incident. The medical device problem codes, investigation findings codes, and the investigation conclusions codes of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A sample barcode (sample identifier not provided) was misread on an atellica sample handler prime as (B)(6). Sample identifier (B)(6) was flagged on the user interface as "no order." When the specimen was loaded on another atellica solution and measured, the barcode was recognized, and the sample was successfully processed. There are no known reports of patient intervention or adverse health consequences due to the sample barcode misread.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) and reported that there was a misread sample barcode on the atellica sample handler prime. A siemens customer service engineer (cse) was dispatched to the customer's site. The carrier of the transfer line was changed to a type of carrier that does not reflect the barcode when it is read. The cse replaced the sample handler (sh) personal computer (pc) and logging was performed. Next, the cse replaced the chemistry 1 (ch1) dilution probe for an unrelated issue. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.